Manufacturer narrative:
The device history record was reviewed and showed that the product had met all defined acceptance criteria inspections during the production process. There were no samples submitted with this complaint; however, the complaint will be reopened if a sample is later received. A photo was received of the defibrillation electrode showing the exposed metals submitted by the customer. The photo received shows the one pad as acceptable with the cover material covering the rivet/washer part of the electrode. The other electrode shows the rivet/washer exposed with no cover material. The picture does not show signs of the liner so we cannot tell whether the foam was not performing correctly or the liner was present. Part of the process in manufacturing is the peeling the liner off the cover material. This would be a manual assembly operation during the build of the product. The liner is pulled off before the crimping of the wires occurs. After the crimping of the wire the cover material and the foam bond together during the rest of the process. A review of the process did not identify any possible root causes. If the sample was returned with this complaint, a further investigation may have determined a root cause. The reported condition is confirmed with the submission of a photo. Although this complaint is confirmed a specific root cause for the occurrence cannot be identified. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Samples were returned for evaluation. Visual inspection did not observed the reported issue. However, this complaint was previously confirmed from photographs provided by the customer. The electrode cover material did not show signs of not sticking to the foam. The raw material certifications for the cover material met product specifications and no issues or abnormalities were identified that may have contributed to the issue of adhering or sticking to the foam. The complaint investigation outcome did not change with the received samples. The reported customer complaint is not confirmed from the sample evaluation. The complaint was previously confirmed from photographs. A root cause could not be determined. The electrode would be fully functional and not a safety issue to the customer. Therefore, no corrective or preventative action is required at this time. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported when their staff was preparing to do a cardioversion they grabbed a new set of defib pads and it was noted that the paper on the top of the pad was peeling back from the cables exposing some metal within the pads.